Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, the recharge did not fire properly and the tissue was not sealed. Almost all of the staples were inside the recharge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.